Event description:
Patient presented back to the physician with recurrent stimulation lead erosion at the neck incision site. Physician brought the patient into the operating room and explanted the entire inspire system.

Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or, tucked the stimulation, re-sutured, and closed. Postoperative antibiotics were prescribed.